Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to part # 338960 and serial # (B)(6). ¿ problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2 system ivd ¿ 338960 that results are not on scale. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 08oct2018 to date 08oct2019. ¿ complaint trend: there are 4 similar complaints related to this issue. Date range from 08oct2018 to date 08oct2019. ¿ manufacturing device history record (DHR) review: review of DHR part #338960 serial #: (B)(6) (file #: (B)(4)) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, root cause, risk analysis and the two work orders, it was confirmed that the cause of the results not showing up on the scales was because the customer increased the voltage in the setting. Doing so will have move the plots out of the gate, not showing any results. This case was closed and the issue was resolved over the phone with an application specialist that assisted the customer in proper gating of the population as well as recreating new templates. Although patient samples were used, no erroneous results were used for patient diagnosis or treatment. There was not harm nor injury to the patient. Despite the customer obtaining undesirable results due to incorrect settings, the facscanto ii cytometer 4/2 system was functioning as expected. The safety risk is low because there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4) case # (B)(4). Install date: (B)(6) 2008; defective part number: n/a. Work order (B)(4) notes: (remote assistance). O subject / reported: canto ii - results not on scale. O problem description: results not on scale from 3 different samples from 3 different users on the same fixed clinical template. Pdf attached and email to (B)(6) . And (B)(6). O work performed: n/a. O cause: n/a. O solution: n/a. O additional notes: (B)(6) 2019-10-08 12:51:27z: for dispatch, application¿specialist response needed. As required the customer was advised to change the gating but it is not a possibility for them since the template are fixed and have been running it for a long time using it work order (B)(4) notes: (cancelled). O subject / reported: canto ii - results not on scale. O problem description: results not on scale from 3 different samples from 3 different users on the same fixed clinical template. Pdf attached and email to (B)(6) and (B)(6). O work performed: problem was handed over to application specialist, (B)(6) (not a smax user. David contacted customer by phone and followed up with email details of which are copied into cause and work performed fields. Excerpt from email of customer ((B)(6)). "Thanks for all the help earlier in the week. Things are looking good. We have done control checks on different templates and ran parallel testing on cd34 and cd3 on both machines and samples are within 10% so pretty confident things are working well. We have submitted the ria to our quality team so waiting for the go ahead to re-use the analyser. I have spoken to phil about the changes and possibly using the mfi rather than static voltages and we will discuss this with our quality team and see how much work is required for the change to be implemented.". O cause: communication from application specialist, (B)(6), to customer: "the reason the voltages were increased was because you weren¿t happy with the position of the beads and 7aad on the plots being too close to the gates. As you didn¿t want the gates moving the only way to increase the ¿gap¿ around the populations was to increase the voltages. This can be seen on the apc vs ssc and apc vs 7aad plots between the two samples plot 1 & 3 below. By increasing the voltages on 7aad the result is the cells have moved out of this gate (4th row 1st plot). Because you have templates with the voltages stored under the tubes, it looks like one tube has the old voltages and gate placement based on this. As the 7aad voltages have been increased the cells now fall out of the gate. I was sure we had sent all the tubes to the new settings. Do you think the instrument has changed since last week? Also it looks like the fsc gate (3rd row 2nd plot) should have the gate moved to the right to exclude the apoptotic lymphocytes. Is this just this assay or are any of the others affected? If so which ones? You have two options, 1 is to set up using the old voltages so all the samples look like tube 1 and put things back where they were. The old settings are stored in the d:/bdexport/templates/experiments/general/old values folder (cant remember the last folder name but it was the only one there). You can only see this outside of diva from the above directory path. You will need to drag the old settings back into the d:/bdexport/templates/experiments/general folder. Then in diva open up the template and apply the old settings under each tube. Then save the template again. Rename if necessary. Or 2 adjust the gate with the new settings so it discriminates between live dead more accurately and make sure all tubes in the assay have the correct voltages applied. Then save this as the template and rename if necessary.". O solution: were the samples analyzed on the instrument patient samples? Yes if they were patient samples, were incorrect results obtained or used? Yes obtained, no for used . Any treatment provide to the patient based on the result? No . Was there any harm to the patient? No. ¿ returned sample evaluation: no return samples were requested because no parts were replaced. ¿ risk analysis: risk management file part #338960rmr, version a was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no. O risk ID: 1.8. O effect: wrong pmts and compensation. O cause: user did not optimize settings correctly. O initial risk: 8d. O final risk: 8d. Mitigation(s) sufficient ¿yes ¿no. ¿ root cause: based on the investigation results the root cause of why the customer¿s data results was not appearing on the scale was because the customer had increased the voltage in their setting. ¿ conclusion: based on the investigation results, the root cause of why the customer¿s data results was not appearing on the scale was because the customer had increased the voltage in their setting. An application specialist assisted them in the proper gating and voltages settings, including recreating templates. Despite the customer obtaining undesirable results due to incorrect settings, the facscanto ii cytometer 4/2 system was functioning as expected. The safety risk is low because there was no impact to patient health or safety.

Event description:
It was reported that there were erroneous results on 3 different patients samples between 3 users on same template during use with a with a bd facscanto ii cytometer 4/2 system ivd. The following information was provided by the initial reporter: results not on scale from 3 different samples from 3 different users on the same fixed clinical template. Additionally, on 2020-03-29 the fse provided the following additional information: were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? Yes obtained, no for used. Any treatment provide to the patient based on the result? No. Was there any harm to the patient? No.

Manufacturer narrative:
Medical device expiration date: na. Date received by manufacturer: 2019-10-08, however, information obtained from customer making complaint reportable was received 2020-03-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were erroneous results on 3 different patients samples between 3 users on same template during use with a with a bd facscanto ii cytometer 4/2 system ivd. The following information was provided by the initial reporter: results not on scale from 3 different samples from 3 different users on the same fixed clinical template. Additionally, on 2020-03-29 the fse provided the following additional information: were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? Yes obtained, no for used. Any treatment provide to the patient based on the result? No. Was there any harm to the patient? No.